Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal routine follow up. Upon interrogation, the right ventricular lead exhibited automatic mode switch episodes resulting in noise. No intervention was performed and the patient would continued to be monitored.